Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately five months post implant that there was a possible wound infection/skin reaction. The patient¿s skin was red and warm over the implantable cardioverter defibrillator (ICD) and there was redness observed on the upper torso of the patient as well. The pocket was opened and cultures were taken. The cultures came back as negative. However, the appearance of the patient¿s skin continued deteriorating so the physician decided to extract the ICD system. Antibiotic treatment was necessary for the patient. No further patient complications have been reported as a result of this event.